Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 5172612, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not satisfied with stimulation coverage as it was suspected that the lead had moved. The patient underwent a lead replacement procedure and was doing well postoperatively.